Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-06054. It was reported the patient is not receiving effective stimulation. X-rays were done and showed both leads have migrated. The patient did not want to revise her leads and instead had the entire scs system removed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.